Event description:
Initially the symptomatic cerebral infarction adverse event was only reported under one thermocool smarttouch sf catheter under 2029046-2025-02779. However, additional information received on 11-sep-2025 clarifying that there were two thermocool smarttouch sf catheters used to complete this procedure. Therefore, assessed the adverse event also reportable under the second ablation catheter (thermocool smarttouch sf catheter) under. It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter (lot #: 31562292l) and the patient experienced cerebral infarction. In addition, a relatively large char or a thrombus issue was observed. First it was reported that after isolating the posterior wall, the thermocool smarttouch sf catheter was removed from the patient's body for mapping and a substance resembling char, about less than 1 mm in size, was observed at the tip of the thermocool smarttouch sf catheter. A flush was performed after removal from the patient's body and the irrigation was confirmed with no issues. To be cautious, the thermocool smarttouch sf catheter was replaced. The procedure was continued and completed. No prolonged hospitalization. Additional information was received on 27-jun-2025. Generator was used on power control mode additional information was received on 28-jul-2025. The physician commented that it was a relatively large char or a thrombus. The physician commented that the detached material posed a risk of cerebral infarction. In fact, it was reported that the patient had an asymptomatic cerebral infarction. There were no neurological symptoms. No error messages or product problem. No issues related to temperature on the catheter. Generator was used on power control mode: temperature: warning:37, cut-off:40. Impedance: max cut-off:250o, spike cut-off: off, min cut-off:50o. The correct catheter settings were selected on the generator. No issue with the flow rate change at the start of ablation. After confirming the adhesion of the material, there were no issues when performing a flush and checking the irrigation. After the creation of the roof line/bottom line, the issue was confirmed upon the removal of the catheter; therefore, the timing of the event was unspecified. The patient was anticoagulated. Act was 300 over. Ablation was not greater than 60 seconds. The total average contact force was 18g, and long-duration ablation exceeding 40g was not performed. Pre-ablation high setting 1 sec. The irrigation rate used was not outside of those prescribed. Heparinized normal saline was used. The settings for visitag module were: respiration: on, stability range: 4mm, stability time: 3s, force over time: 25%3g, tag size: 2mm. Color options used was tag index. Additional information was received on 31-jul-2025. This adverse event was discovered post use of the biosense webster products. Delivered energy was radio frequency (rf). The char issue was originally considered non-reportable, however, bwi became aware on 28-jul-2025 that it was a relatively large char or a thrombus in which the physician commented that the detached material posed a risk and have therefore, reassessed as reportable. In addition, on 28-jul-2025, bwi became aware that the patient had an asymptomatic cerebral infarction and have assessed the adverse event as reportable. The awareness date for both the malfunction and adverse event for this procedure was 28-jul-2025 reported originally under 2029046-2025-02779. Additional information was received on 29-aug-2025. The adverse event occurred post used of bwi products. Imaging was done to diagnosis and rule out a stroke the physician¿s opinion on the cause of this adverse event was that the details are unclear, but it may be patient related. The outcome of the adverse event was fully recovered (no residual effects). No prolonged hospitalization. The patient has been discharged from the hospital on (B)(6) 2025. The number of performed ablations was 52 ablations outside the pulmonary veins with rf energy. Posterior wall isolation was performed because it was the redo session. No ablations were performed within the pulmonary veins. No relevant tests/laboratory data, and other relevant history/preexisting condition was cerebral infarction. The procedural act was 300 seconds over. One time catheter exchange occurred during the procedure after confirming the char. One transseptal puncture site was performed during the procedure. Delivered energy was radio frequency (rf). Additional information was received on 31-aug-2025. Correction to the hospitalization discharged date of (B)(6) 2025 as should be (B)(6) 2025. Did not require extended hospitalization because of the adverse event. Additional information was received on 11-sep-2025 clarifying that there were two separate thermocool smarttouch sf catheters used to complete this procedure and there were no char issues with the second thermocool smarttouch sf catheter. The thermocool smarttouch sf catheter with lot 31562292l had the char issue. No char issue with the second thermocool smarttouch sf catheter. Therefore, the asymptomatic cerebral infarction has also been assessed as MDR reportable under the second thermocool smarttouch sf catheter. Therefore, the awareness date for this device is 11-sep-2025.

Manufacturer narrative:
D4. Catalog: unk_smart touch bidirectional sf. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 29-oct-2025, noted a correction to the 3500a follow-up #1 as missing under h6. Type of investigation "analysis of production record (b14)." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 06-oct-2025. There were 2 separate thermocool smarttouch sf catheter¿s used to complete this procedure and the second involved thermocool smarttouch sf catheter was d134805/31568599l. Not available for return. No char issues with the second thermocool smarttouch sf catheter. The char occurred only on one thermocool smarttouch sf catheter 31562292l. Therefore, processed/updated the following fields: d4. Catalog. D4. Lot. D4. Primary UDI number. D4. Expiration date. H4. Device manufacture date. G4. PMA/ 510(k). In addition, updated the product investigation on 09-oct-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31568599l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).